Event description:
It was reported that during an indirect decompression spacer implant procedure, the physician used excessive force against the company representatives recommendation during deployment which resulted in a break at the weld of the implant. The procedure was completed with no harm to the patient. No further information was able to be obtained despite good faith efforts.

Event description:
It was reported that during an indirect decompression spacer implant procedure, the physician used excessive force against the company representatives recommendation during deployment which resulted in a break at the weld of the implant. The procedure was completed with no harm to the patient. No further information was able to be obtained despite good faith efforts. Additional information was provided that the procedure was completed using a smaller sized implant.

Manufacturer narrative:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body. This detachment was due to excessive force that was applied by the physician during deployment of the implant. A visual inspection of the implant revealed that a fragment of the associated driver was lodged inside of the returned implant. Therefore, the implant could no longer be deployed or undeployed and the threads of the implant were damaged upon removal from the patient. A labeling review did not reveal any anomalies as it states to not force deployment and avoid application of excessive force onto the device or implant breakage may result.

Event description:
It was reported that during an indirect decompression spacer implant procedure, the physician used excessive force against the company representatives recommendation during deployment which resulted in a break at the weld of the implant. The procedure was completed with no harm to the patient. No further information was able to be obtained despite good faith efforts. Additional information was provided that the procedure was completed using a smaller sized implant.